Event description:
Additional information was received that the mobile power unit (mpu) had a v-lock connector on the ac power cord. The ac power cord came loose at the wall outlet. The mpu was not removed from service.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of fluid ingress was unable to be confirmed through this analysis; however, the reported event of a no external power alarm was confirmed via the submitted log files. The submitted files captured low power hazard and power cable disconnect alarms on 05dec2025, while connected to the mobile power unit (mpu). The alarms progressed to a no external power alarm on 05dec2025. The alarms resolved a few seconds later when power was restored to the system. The alarms were due to the bus and relative state of charge (rsoc) voltages steadily decreasing below the given threshold. This is consistent with a loss of external alternating current (ac) power to the mpu. The backup battery supported the system without interruption during these events. No other notable events or alarms were observed, and the system appeared to function as intended. Reported information stated the patient spilled liquid on their ventricular assist device (vad) equipment. The mpu had a v-lock connector on the ac power cord. The ac power cord came loose at the wall outlet. The mpu, serial number (B)(6), was not returned for analysis. The root cause of the reported no external power alarm was determined to be the ac power cord coming loose at the wall outlet. The current revisions of the instructions for use (IFU) and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 left ventricular assist system (lvas) IFU, and the heartmate 3 patient handbook, are currently available. Heartmate 3 patient handbook section 4 ¿ ¿living with the heartmate 3¿ explains that the heartmate 3 system components, such as the system controller, 14v batteries, and mobile power unit must be kept dry at all times and to never swim or take baths. Users are instructed not to shower without a doctor¿s approval, and to never shower without the shower bag. This section also states ¿although the external components of the heartmate 3 left ventricular assist system are moisture-resistant, they are not waterproof. Take care to protect system components from water or moisture, whether indoors showering or outdoors in a heavy rain. If the components have contact with water or moisture, you may receive an electrical shock or the pump may stop¿. Section 7 of the IFU, entitled ¿alarms and troubleshooting¿, provides instructions on how to interpret and troubleshoot power cable disconnect, low voltage hazard, and no external power alarms. Section 3 of the IFU, entitled ¿powering the system¿, instructs the user to transfer from the mobile power unit (mpu) to another power source should there be a power failure. The system controller¿s backup battery will temporarily support the pump while transferring. Heartmate 3 patient handbook caution users to call their hospital contact if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section d4: device serial number and lot number were not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient spilt listerine on their ventricular assist device (vad) equipment. One of the affected fault battery clips won¿t connect and was taken out of service. The other batteries and clips were working. A couple hours later when transferring from wall power to battery power, the black power cord alarmed for poor connection with fully charged batteries and new clips. Interrogation also revealed double power cable disconnect, which the patient admitted to accidentally double power cable disconnecting. Log files were sent for urgent review to determine if a system controller exchange was necessary. Following review, it appeared that the event log captured a short period of low voltage advisory events while using battery power on 04dec2025 at 0916 through 1020. It appeared to have been from normal battery depletion. There were also low voltage/no external power events on 05dec2025 at 1900 while using the mobile power unit (mpu). It appeared that the mpu lost total power, which enabled the emergency backup battery (ebb) in the controller until power was restored to the mpu. The event lasted about 6 seconds. On (B)(6) 2025 at 1655, the log captured low voltage advisory and hazard events when the white power lead was disconnected, which replied solely on the black power lead to power the controller. The remainder of the log captured random "connect power" events while using battery power. These all occurred on the black power lead.